Event description:
A medsun mandatory medwatch report (uf/importer report # (B)(4)) was received regarding an incident with a plum 360 (v 15.x) infusion pump. A patient in the cardiac intensive care unit was persistently hypotensive, despite decreasing shift therapy ultrafiltration (uf). A nurse started vasopressin because the blood pressure (bp) was hypotensive; the patient was also on levophed at 20 mcg. The bp improved after starting vasopressin and decreasing uf to 200 ml/hr. Later, the bp was persistently low for two readings. The levophed dose was increased to 30 mcg. However, the levophed was not infusing because the pump was alarming "vol complete". Per the nurse, the alarm was not audible from outside the room even though the alarm was on approximately 75% volume per the adjustment knob. The nurse checked the volume of the levophed on handoff; however programmed vtbi (volume to be infused) cannot be confirmed. The levophed bag was rehung, but there was no improvement in bp. Bp was 48/13. Crrt (continuous renal replacement therapy)/pirrt (prolonged intermittent renal replacement therapy) was stopped. Asystole was noted on monitor; no pulse was noted. Following the event, cts (clinical technology services) at the customer site tested the volume of this pump next to another, and both tested at the same pitch level. The pump was on 75% volume level. They performed a performance verification test to assure the infusion system was operating properly. They tested the proximal and distal alarms, volume checkout, and wireless connectivity. All tests passed.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received.

Manufacturer narrative:
No device was returned for analysis and evaluation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the adverse event. The 12-month service history was reviewed, and no similar events were reported in the past. Event logs were provided by the customer and analyzed. Evaluation of the logs found that the pump performed correctly as programmed and as designed. This is consistent with the customer¿s reported determination that the device was operating correctly. On the question of alarm volume and audibility, the data made available to the manufacturer did not include the device, and so that part of the complaint could not be evaluated.